Event description:
It was reported that the user experienced post-meal hypoglycemia after announcing meals late, with device data showing glucose rising prior to the announcement while the system had already delivered correction insulin, and education was provided on meal announcement best practices. Symptoms included asymptomatic hypoglycemia with a lowest recorded blood glucose of 39 mg/dl. Outcomes included treatment with oral glucose and resolution without further sequelae. Investigation included review of glucose trends and user-reported behaviors. Investigation of this case revealed insulin stacking due to late meal announcements as the likely contributor to hypoglycemia, with device function consistent with design when responding to rising glucose prior to the late meal entry. It was concluded, based on previously established findings for similar reports, that user handling related to delayed meal announcements was the cause.